Event description:
It was reported to boston scientific corporation that an easycore biopsy needle was used during a biopsy procedure. According to the complainant, during the procedure, the needle was "broken". The procedure was completed with another easycore biopsy needle and there was no serious injuries. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).